Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: no product sample was received. Pictures provided showed alternating current (ac) power cords with broken and missing duck head adapter. This type of damage typically occurs when the duck head adapter is forced onto the duck head or when impacted in the plugged-in position. The customer's problem was verified via the provided photos. The root cause was the broken-off duck head adapter cover. Investigation and corrective actions are being addressed through(B)(4). A device history record could not be completed as no lot number was received.

Event description:
It was reported that there were 9 broken plugs that had damaged ends. There was unknown patient involvement and unknown patient harm/adverse event reported.